Event description:
The account stated the bed was alarming intermittently. She found the left intermediate siderail is sometimes hard to latch and when it is latched, it does latch properly and stay up properly. Sometimes it is hard to get latched.

Manufacturer narrative:
The technician inspected and cleaned all of the siderail latches and all four siderails were latching properly.